Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 314 mg/dl; treated with manual injection. During troubleshooting, the customer found that the battery cap was corroded. He removed the battery for 10 minutes and tried to clean the battery cap, but the display did not return when inserting a new battery. The customer was advised that a battery cap replacement would be sent.